Event description:
It was reported that the patient removed the ilet for a shower and was unable to locate it afterward, resulting in the device not being reconnected and potential interruption of insulin delivery; the patient reported a blood glucose of approximately 250 mg/dl and denied hyperglycemia symptoms, and backup supplies were available. Symptoms included no reported clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included user education and troubleshooting on device use and guidance to monitor blood glucose, with acknowledgement that the app does not provide a locate or ping feature. Investigation of this case revealed that the event was associated with user handling, specifically failure to reconnect the infusion set after disconnection, and there were no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors.